Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable infusion pump for an unknown indication for use. It was reported that the same physician had some other pumps with stalls lately and was upset by this. It was indicated that the others had already been reported and one was just sent back recently for analysis.